Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low result from coaguchek xs meter serial number (B)(4). A fingerstick sample and a venous sample were taken at the same time. The meter result was 3.9 inr. This result was not believed to be accurate. The venous sample was analyzed at a hospital laboratory using dade innovin reagent on a sysmex 2100i analyzer and the result was 6.9 inr. The results were reported to a physician and the patient's warfarin was stopped for two days. There was no allegation of an adverse event. The therapeutic range was provided as 2.5 inr. The returned meter was tested with the returned test strips in comparison to the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Master lot/retention meter. Marcumar 3: 3.1 inr. Marcumar 4: 2.7 inr. Customer strips/customer meter. Marcumar 3: 3.1 inr. Marcumar 4: 2.7 inr. The returned customer material and the retention material complied with specifications. The meter appeared undamaged and was clean on the outside. Relevant retention test strips (lot 186864) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material complied with specification.